Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device. The device was set to energy selection "200j" for defibrillation self test and delivered only 100 joules. The complainant indicated that there was no pt involvement in the reported failure.